Manufacturer narrative:
(B) (4). Attachment: charles b. Ross, md, et al; "carotid artery stenting for stenosis following cervical radiotherapy: report of early failure with associated stent fracture", published vasc endovascular surg online first, published on july 29, 2009 as (B) (6). Eval summary: stent fracture can be a result of, but not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. In this case, a definitive cause for the reported stent fracture could not be determined. All xact stents are 100% visually inspected for damage during the mfg process. Additionally, a sampling of units is destructively tested to verify proper stent deployment.

Event description:
The following events were noted through a periodic article review. It was reported that one lesion was treated. Approximately six months post implantation, the xact stent fractured. There were no reported symptoms at discovery. The fracture was treated via restenting. There was no reoccurrence at the six month f/u. There is no additional info available.